Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, patient applied a new pod and sensor on the arm. Over the next two days, the system consistently reported low glucose readings, leading patient to treat with carbohydrates and developed breathlessness and nausea by (B)(6) 2026. On the morning of (B)(6) 2026, patient awoke with extreme thirst and dry lips, prompting a finger-stick test that showed glucose as "hi" and ketones at 4.7 (units not provided), confirming hyperglycemia with ketosis. At this time, the pod had been worn for 49-71 hours, and the sensor (freestyle libre 2 plus) indicated a low blood glucose level. Patient sought care at the local hospital, was admitted and received intravenous fluids, two doses of long-acting insulin, and three doses of short-acting insulin and dosing management by the hospital. The pod was eventually removed. The patient was discharged on (B)(6) 2026 with a diagnosis of hyperglycemia and ketosis due to inadequate insulin delivery, potentially related to inaccurate sensor readings. After discharge, patient replaced both the pod and the sensor, and glucose readings aligned appropriately with ongoing elevated levels during recovery. Abbott has been informed on (B)(6) 2026.